Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 24 hours. The load was released and used on patients before the results were confirmed. The load consisted of 12 nursing bottle nipples, harmonic hand piece x1, pincer x1 and battery x1. After sterilization, the chemical indicator (ci) changed color correctly. There was no injury or harm associated with the issue. This event is reported to the FDA for user error. 8 of the nursing bottle nipples were released and used on a patient(s) before the cyclesure 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
(B)(4). Suspected positive bi and load not recalled.

Manufacturer narrative:
Correction: sex is unknown. Manufacturer date: 06/04/2013. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed. No anomalies were observed that would contribute to a suspected positive bi. Trending analysis for the product code of ''suspected positive bi" was reviewed from october 2012 through september 2013. There was no significant trend observed. Trending analysis for the product code of ''load not recalled' was reviewed from october 2012 through september 2013. The risk is categorized into "as low as reasonably practicable". Trending analysis by lot number was reviewed from june 4, 2013 to august 28, 2013. This was an isolated incident. The fmea (failure mode and effects analysis) was reviewed and indicates that the rpn associated to this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The risk is considered low per the medical review. Thirty-two cyclesure® retains bis were submitted for functional evaluation. Functional specification was met. The suspect bi and its concomitant positive control were returned for evaluation: cyclesure® suspected positive bi ¿ the returned positive bi was absent of fluid and the positive bi result could not be confirmed, there were no anomalies observed that would contribute to a positive bi result. The ci disc is golden in color, indicative of peroxide exposure. There is a single (B)(6) liner and a single spore disc present. There are no punctures on the outer vial or (B)(6) liner that would be consistent with false positive from external contamination. Cyclesure® positive control ¿ the ci disc is reddish. The media color is yellow, which is expected for a positive growth control. A single spore disc is present. No anomalies were observed. The assignable cause analysis of the code 'suspected positive bi' cannot be determined based on the available information. There does not appear to be a functional issue with the lot since the retains product met specification. There was no trend identified that required further investigation. As a result, further investigation into root or assignable cause was not performed. The assignable cause analysis of the code 'load not recalled'references the product IFU which states that the cyclesure® 24 bi is intended to be used as a standard method for frequent monitoring of the sterrad® sterilizer cycles. The product malfunction code of 'load not recalled' was added because the customer did not successfully recall the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since each customer sets policy regarding load release. A customer letter was sent advising to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s), and to thereafter repeat the test with a second sterrad® cyclesure® 24.